Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure where the ipg was removed. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three weeks ago from date manufacturer was made aware.